Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Additional information notes that the lead exhibited no sensing.

Event description:
It was reported that the lead exhibited a loss of sensing during implant. The lead was not used.